Event description:
The customer reported that the system displayed a filament and low milliamp error messages and would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray tube, and the generator driver board as well as calibrated the filament. The system was tested and found to be working as intended and put back in service.